Event description:
It was reported that the patient with this brady device experienced discomfort as the device was too big. This brady device will be explanted. As of this time, this brady device remains in service. No additional adverse patient effects were reported.